Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose has been 400 mg/dl and they have treated manually with the insulin pump. Caller stated there were no problems. Caller declined troubleshooting for the high blood glucose reading.